Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the white residue on the cylinder and auxiliary channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue on the cylinder and auxiliary channel. There was no patient involvement.